Event description:
Hosp reported that, following naval hernia repair, a gestation new-born developed skin integrity changes on the left side of the back and peeling skin under the right eye. A warm touch 5200 pt warming system, with an unk model of warming blanket, was said to have been used during the pt's surgery. The hosp reported that, their clinical engineering dept did not find any device problems.

Manufacturer narrative:
Device has been sent to third party evaluator. Unk if device will be returned to nellcor for evaluation. If product received, it will be evaluated and a follow-up report sent to FDA.